Manufacturer narrative:
Product has not been returned to the manufacturer for evaluation. When product is returned, evaluation will be completed and final report will be submitted.

Event description:
"During a thrombectomy, after sweeping the av graft with fogarty balloon an approximately 5mm portion of fogarty balloon was retained. Attempted to locate missing balloon part but unsuccessful." Patient remained stable rest of the procedure and continues to be doing fine.